Event description:
During an unk procedure, it was impossible to squeeze the handles, the device jammed at the first firing. Surgeon used another like device to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. 510(k) number is k020779.